Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was blood leaking from the stopper in 2 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The product expired on 31 aug 2025, therefore the retention samples unable to be tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, there was blood leaking from the stopper in 2 tubes. No adverse impact was reported regarding the patient or user.